Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement. It was noted that the patient had multiple non sustained right ventricular oversensing events. The right ventricular lead was capped and replaced on (B)(6) 2018 due to oversensing. The patient was stable.